Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended that the touch panel be replaced. The customer reported that after replacing the touch panel, the ventilator tested properly.

Event description:
It was reported that the ventilator generated a screen block message. The ventilator was not on a patient at the time of the event.